Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient called the hospital after hearing a lead integrity alert due to the right ventricular lead having high impedance, low high-voltage impedance and sensing integrity counters incrementing due to a possible lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.